Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle broke off into the vial. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7192513 DHR is not required when a CAPA exists for the reported device. Two investigations were carried out. (B)(4) investigation summary: customer returned (3) loose 3/10cc syringe. Customer states that the needle broke off into the vial. All returned syringes were examined and all exhibited a detached cannula. All syringes were examined under the microscope and exhibited little adhesive in the hub. (B)(4) investigation summary: bd received three (3) loose 0.3ml syringes from reported batch# 7192513. Note: catalog/batch combination were noted to not be a valid combination per sap query. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by qe ah, it was noted that all samples were received with missing/detached cannulas. All samples were visualized under ultraviolet light and found that one (1) sample exhibited scant amounts of adhesive along the inner hub edge, however, no adhesive was noted within the hub core. The other two (2) samples exhibited adhesive within the hub core, however, the adhesive was noted to not appear to be dispersed around the circumference of the hub core inner walls. During manufacturing, adhesive is applied to the hub and the cannula is exercised within the hub to ensure the proper coverage of adhesive on the cannula and within the hub core. This is then cured to harden the adhesive and affix the cannula within the hub. In all instances noted with the samples returned, inadequate dispersion of adhesive within the hub core was noted. When this occurs, there is an increased risk that the cannula may not be permanently affixed within the hub. Probable root cause is likely that inadequate adhesive application during production lead to cannula detachment during use of the device by the end user. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run-over and its associated root cause(s). As the catalog/batch combination reported with this complaint cannot be verified, determination of manufacturing date relative to implementation activities associated with this CAPA is unable to be completed at this time. No additional actions at this time. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.